Event description:
It was reported that the central monitor of a heart lung console went blank. There was no reported adverse consequence to a pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not concluded.